Manufacturer narrative:
The specimens were collected in a vacutainer tube. The instrument is currently within qc specifications with respect to controls and reproducibility. Controls were run before and after the incident and recovered within assay limits. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. A bci field service engineer (fse) performed the following: repaired vl12b which seemed to had come apart slightly. Replaced the large check valve inline of wbc bath drain to the hgb cuvette. Dried out the hgb cuvette vent line, which was flooded. Adjusted the hgb lamp. Ran several patients with no h&h failures. Root cause is associated with the parts serviced subsequent to the incident.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high hgb results without instrument generated messages for multiple samples; however, the samples yielded customer enabled h&h check failed error messages. The samples were run on the coulter lh 750 analyzer. The specimens were rerun on a backup instrument. The customer provided four of the samples analyzed that were discovered to be erroneous results upon rerun. Erroneous results were not reported outside the lab. No death, injury or change to patient treatment is associated with this event. Patient treatment was not impacted by this event.